Event description:
It was reported that air was noticed in the drain line of a homechoice automated peritoneal dialysis (pd) cassette during pd while the patient was connected in dwell 4. The registered nurse (rn) stated that she came in to check on the patient and noticed there was air in the drain line. The rn inspected the bags and noticed that the cassette's unused blue line clamp was left open. The rn asked if air could have got in from that clamp not being closed. The technical service representative (tsr) advised that it could and that any unused lines during therapy should always have their clamps closed. The tsr advised the rn that there was a possible introduction of air into the patient and that she needed to start over with new supplies. Proper procedures were reviewed. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The reported condition was confirmed, based on the nurse's report. The cause of the event was use error. Per baxter labeling, users are instructed that clamps on any unused solution lines must remain closed when performing peritoneal dialysis therapy. There was no reported device malfunction therefore no further investigation will be performed.